Event description:
The physician reported a 28mm cypher stent with two fractures that developed two weeks after implantation. No additional treatment was required as there was no injury to the patient.